Event description:
On july 23, 2009, it was reported that the patient experienced a neurological deficit of a stroke in 2009 with noted permanent neurological deficit. The event was documented as not related to the cordis device or index procedure. In 2009, approximately nine months post procedure, the patient reportedly died from a cardiac death. The event was documented as other and unrelated to the cordis device and index procedure. The patient was enrolled and treated in the study in 2008 with a precise stent to the right proximal carotid artery. There was no target lesion thrombosis. The precise stent and angioguard were successfully used without technical problems. The patient left the angiography suite neurologically intact. The patient was discharged in the next day with no reported adverse events. During the patient's 39 day follow-up, there were no adverse events reported.

Manufacturer narrative:
This device is not available for analysis. Additional information will be provided within 30 days of receipt.

Manufacturer narrative:
Approximately nine months post right carotid artery stenting with a precise stent, the patient was found unconscious at home and was diagnosed with a stroke MRI displayed right frontal, parietal, and occipital infarction with a water shed distribution. The ultrasound showed less than 50% occlusion bilaterally and a patent stent. It was initially reported that the patient died nine months post procedure indicated as an unrelated cardiac death. Updated information indicated the cause of death was neurological. It was also reported that the patient had a re-occurrence of cancer that may have contributed to the event. In addition, at index procedure the 62 year old female had a history of severe pulmonary disease, clinical copd, congestive heart failure, a history of smoking and hypertension and fell within the high risk criteria. The patient was asymptomatic with a 95% stenosis of the right proximal internal carotid artery with reference diameter of 6.0mm and lesion length of 30mm. The total length of the stented segment was 40mm. The lesion was eccentric, ulcerated, mildly calcified with mild tortuosity. The lesion was not pre-dilated and no thrombus was present. The final target lesion diameter stenosis was 10%. The angioguard was successfully deployed and retrieved without any malfunctions. It is unknown if debris was found in the basket upon removal. The precise stent was delivered and implanted at the target site without technical problems. Aspirin and clopidogrel were prescribed pre-procedure, post-procedure and at discharge. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential adverse event associated with the carotid stent implantation. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. The patient's high-risk criteria and comorbidities may have impacted the event. Based on the available information, it is not possible to draw a conclusion regarding the relationship of the reported event and the precise stent.